Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation follow-up session, the connection between the clinician communicator and the implantable pulse generator consistently crashed when ¿end session¿ was pressed, and persistent connection instability was observed throughout the session. The healthcare professional reported that the crash prevented saving the session data and the brainsense timeline lfp timeline data recorded over the prior month. The patient reported a sensation of the implanted battery moving or shifting position (¿flipping¿) and feeling generally unstable for some time, and also reported having breast implants that might be moving the battery around. Troubleshooting was performed by using multiple programmers and communicators with the same crash observed, and by attempting to use a cable to connect the tablet and communicator without resolving the connection instability. A chest x-ray had been taken a few months earlier to assess pocket size and possible device flipping. The issue was not resolved at the time of the report. The device remained implanted and patient was reported alive with no injury.